Manufacturer narrative:
Device evaluation: no product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation. Device is being investigated by infusystem at this time.

Event description:
It was reported the patient's infusion ended earlier than scheduled, patient not affected at this time. No patient injury was reported.